Manufacturer narrative:
Product evaluation: lens was returned in a microcentrifuge vial with clear surgical residue on the product. Visual inspection found no visible damage to the lens with residue on the lens. Date of report: 20-jun-2019 should be corrected to 04-jun-2019 in initial MDR. Date received by manufacturer: 20-jun-2019 should be corrected to 04-jun-2019 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Aware date recorrected to the date reported in the initial MDR. 20-jun-2019 is the correct aware date. Aware date reported in follow-up#1 is no longer applicable. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -14.5/2.0/094 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault, pigment dispersion and unreactive (fixed) pupil. A lens of shorter length was later implanted. Patients current condition was reported as better, pupil still slightly dilated. Lens exchange did not completely resolve the problem.